Event description:
It was reported that the vertical lift column on the 9800 system would not work prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The right monitor was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.